Manufacturer narrative:
Manufacturing history records have currently not been provided for review. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the trial post fractured. No pieces fell into the patient and there was no delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified a crack propagating on the posterior side of the trial post DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.